Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Could I suggest a stronger string? Never in my life have I had a string break. Unfortunate- tampon [device breakage] case narrative: consumer reported via ratings and reviews that the tampon string broke. No injury reported.